Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) had a leak on the tank.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp) had a leak on the tank. No harm or injury has been reported.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation conclusions). Corrected fileds: b5. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.